Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture damage. It was also reported that the insulin pump alarmed button error. Customer's blood glucose reading was 207 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Moisture damage was found on the interface board. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.